Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 22 of the patient's mouth. Implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with fair oral hygiene, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.